Event description:
It was reported that an ilet user experienced progressive hyperglycemia, with blood glucose reaching approximately 300 mg/dl after a same-day supply and infusion site change; the device showed no alerts, and system reports indicated routine correction deliveries without effective glucose reduction, with no visible leakage, kinks, or bubbles noted. Symptoms included elevated blood glucose. Outcomes included user education and on-call troubleshooting support. Investigation included remote review of device behavior and guided troubleshooting, including tubing drop testing and infusion site evaluation. Investigation of this case revealed that a bent or otherwise compromised cannula at the infusion site could not be confirmed because the removed set was discarded, and glycemic control improved steps were taken after a successful site replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.